Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range on the right atrial (ra) pacing impedance measurement of greater than 3000 ohms. Additionally, there were some stored events due to oversensing of noise. A signal artifact monitoring (sam) episode was stored. Technical services recommended lead evaluation at the clinic. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Visual inspection found no anomalies. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range on the right atrial (ra) pacing impedance measurement of greater than 3000 ohms. Additionally, there were some stored events due to oversensing of noise. A signal artifact monitoring (sam) episode was stored. Technical services recommended lead evaluation at the clinic. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was explanted and successfully replaced due to normal battery depletion, no additional patient adverse effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range on the right atrial (ra) pacing impedance measurement of greater than 3000 ohms. Additionally, there were some stored events due to oversensing of noise. A signal artifact monitoring (sam) episode was stored. Technical services recommended lead evaluation at the clinic. This device remains in service. No adverse patient effects were reported.